Event description:
Following hip replacement surgery, a female pt experienced a wound disruption requiring subsequent surgical intervention under general anesthesia.

Manufacturer narrative:
The insorb subcuticular stapler is routinely used to close hip incisions and typically without incident. This pt was surgically treated to replace her hip and, while there is no definitive etiology to wound disruption in this case, the wound disruption was likely precipitated by the pt's condition, for example obesity. The pt returned to surgery for a remedial procedure.